Event description:
It was further reported that patient reported some hematoma come out of her hip. Her incision just has a small area of hematoma that is still draining. Her wound staples were discontinued. The patient had no complications or interventions due to the hematoma. Patient is having pain in her left hip and metal in her blood that continues to rise. Patient stated she cannot lie on her left side at all because of pain. Patient was prescribed percocet and tylenol for the pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, e1, g3, g4, g7, h1, h2, h3, h10 d10: ref 00625006530 lot 60817905 screw 6.5x30mm, ref 00625006530 lot 60808942 screw 6.5x30mm, ref 00625006525 lot 60817896 screw 6.5x25mm, ref 00630505036 lot 60809182 longevity liner, ref 00874101400 lot 60782263 versys stem size 14, ref 00801803602 lot 60817954 femoral head 36mm+0, unknown tm shell 50x36mmh10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5,d4, g4, g7, h1, h2, h3, h4, h6, h10. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty due to osteoarthritis and avascular necrosis of the femoral head. Zimmer biomet components were implanted without any complications. Office visit - bilateral thigh discomfort and left sided low back pain. Blood work elevated metal ions - cobalt 6.9 (normal <=1.8), cobalt 4.4 (normal <=0.4). No other findings/complications related to the reported event were noted. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: unknown head. Multiple reports were submitted along with this report. 0001822565-2021-00997. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is allegedly experiencing pain and elevated metal ions approximately 13 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.